Event description:
The 72 year old male patient had his first ipp implanted six years ago in 1987 for organic impotence. This first ipp malfunctioned after five years. A second ipp was then implanted a year ago in 1992 at another facility in michigan. The patient complained of difficulty in working the ipp because of the high pump position in the scrotum. It stopped functioning about six months ago.inspection during surgery showed that there was no fluid int he reservoir and the cylinders were ruptured in approximately the mid-portion. The physician suspects that they ruptured maybe due to rubbing or kinking.visual inspection at biomedical engineering verified what the physician obaserved. One cylinder had ruptured across the three layers of silicone-cloth-silicone at the mid-portion. The second cylinder had also ruptured in the outer silicone layer about a third of its length from the proximal (to the pelvis) end. Its inner cloth-silicon layers were still intact.this a premature failure of the ipp most probably due to the type of materials used in its manufacture. The high pump position in the scrotum made it difficult for the patient to activate the prosthesis and may have contributed to the failure, but at this point, this could not be determined. The rupture on the first cylinder could have been where the prosthesis is naturally bnet as installed and this sould not have occurred within such a short period of time.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, material degradation/deterioration. Conclusion: device failure occurred and was related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.